Event description:
The clinician reports that the day the implant was placed in ada 28, failure occurred upon insertion. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.